Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited high thresholds and loss of sensing due to lead dislodgement. The lead was capped. The patient was doing fine post procedure.